Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the patient had two different primary ID in cerner, which led to two separate pyxis accounts being created. Cerner corrected the patient profile so that only one primary ID mrn remained. In pyxis, the orders were incorrectly going to another profile, so which need to be removed, by that orders would route to the correct patient file. Because of this error, the patient had been at serious risk of receiving the wrong medication or dose. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system orders were going to wrong patient profile. A field service engineer informed the customer that an a01 or a04 message needed to be sent to admit patient (B)(6) which would automatically clear the unknown status by linking it to the newly admitted patient record. Later customer was able to discontinue all orders on the incorrect profile and have them added to the correct profile, ensuring there was no risk of patient injury. The customer later sent an additional message to the team to inquire whether that message could be forwarded and will provide an update once a response was received. The system functioned as intended after the customer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the patient had two different primary ID in cerner, which led to two separate pyxis accounts being created. Cerner corrected the patient profile so that only one primary ID mrn remained. In pyxis, the orders were incorrectly going to another profile, so which need to be removed, by that orders would route to the correct patient file. Because of this error, the patient had been at serious risk of receiving the wrong medication or dose. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.